Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was traveling and had been experiencing diarrhea and a very slight return of bladder urgency symptoms. The patient stated that while going through security at the airport she received a manual pat down and then they went through her bags but since then she hasn't been able to find her patient programmer. The patient noted that she will contact the airport regarding the patient programmer. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had frequent diarrhea because she didn't have the controller. The patient stated she was not sure if she lost her controller or left it in the airport. The patient was transferred to patient services. There were no further complications that have been reported as a result of this event.